Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Sequestered at hospital.

Event description:
As reported through a medwatch (mw5089009): "while placing the distal screws, a small portion of the drill bit tip broke off and was buried in bone. We determined it would cause more harm to remove this than to leave it buried in the bone."